Manufacturer narrative:
Investigation summary: a customer¿s fourier transform infrared spectroscopy report was received and reviewed. The report showed images of a loose 5ml syringe filled with unidentified liquid. A blurry foreign matter particle was observed in the fluid path of the syringe with liquid. The reported foreign matter particle was identified in the report to be polyester and a blue colorant. The defect could not be confirmed to have definitively originated at the manufacturing plant, therefore corrective actions are not required. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the sample it is possible the foreign matter polyester particle was inadvertently introduced during the syringe manufacturing process. Our associates wear smocks made of polyester material. However, it is also possible the particle was introduced by another polyester source during a downstream production process at the customer¿s location. Unfortunately, since the sample in the photos had been manipulated prior to the time the foreign matter particle was reportedly found, it is not possible to definitively determine at which point in time the particle was introduced into the syringe. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml ll (B)(6) 125 s/c had foreign matter. The following information was provided by the initial reporter: indeed, during the candling of our last production batch (distributed in syringes), we noticed the presence of a particle. This particle has been identified in ir and is composed of : polyester. Blue pigment of heliogen blue type.